Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse arrived at the site to address the reported event. Fse confirmed the high pressure. Inspection of the device revealed an obstruction in the tubing between the preheater and the column. Fse disconnected the fitting between the preheater and column, turned the pump on, and then reconnected the fitting to remove the obstruction. Next, fse performed a drain flush and a complete start up. Device pressure remained stable at 9.7 mpa. When fse ran whole blood samples, to verify correct device operation, the retention time returned high. Fse adjusted the flow rate from 1.03 to 1.06, but retention time still remained high. Fse, then, replaced the check valve uptake and check valve purge. After replacement of the check valves retention time ran at 0.59-0.60. The customer was subsequently able to run qc run and several racks of patient samples with pressure remaining steady at 9.7 mpa. The check valves were returned to the manufacturer for evaluation. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed. For the serial (B)(4) from 02apr2017 through (B)(6) 2018 there were no similar complaints identified. See high pressure/ error code 100. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to an obstruction in the peek tubing.

Event description:
On (B)(6) 2018, the customer reported receiving high pressure while running quality control (qc) with their g8 analyzer. The customer attempted to troubleshoot by changing the column and filter; however, the high pressure persisted. Target range for the device was 8.4 megapascals (mpa) +4; but, device pressure was 14. Technical support (ts) instructed the customer to check the pressure without the filter, with the filter in place and wing nut off, and without the right side of the column. The pressure was 0.1 mpa with the first two, but 14 mpa with the right side of the column off. Next, ts instructed the customer to inspect the peek tubing coming into the filter housing. The customer denied seeing any kinks or bends. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Results code: 180; mechanical problem. Conclusion code: 13; device difficult to operate. Device evaluation: the check uptake and check purge valves were returned to the instrument service center (isc) for evaluation with no shipping damage. Functional testing was performed using tosoh level 1 and level 2 controls from a previous test to verify functionality of the valves. The level 1 result was 2.1% out of control range at 0.54 retention time. Functional testing was able to confirm the reported event. The parts failed testing. The most probable cause of the reported event was due to faulty check uptake and check purge valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.